Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had auxiliary drawers 6 and 7 drawer failure. The field service engineer full height 6 retractor band damaged and pushing out bus cable on drawer 7 so, replaced full height 6 retractor band to resolve the issue. The issue was causing a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the auxiliary drawers 6 and 7 are showing failed, user cannot recover. There were no adverse events or injuries reported based on this event.